Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2013-03017.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The caller stated that the customer's doctor wanted her to go back on the insulin pump and sensor. However, the customer did not have the sensor with her, and had lost the transmitter. Advised the caller that she can connect to the insulin pump without using the sensor. Advised the caller that the customer would need to go through insurance to get a new transmitter. Nothing further was reported.